Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise on the ventricular lead. The lead was explanted and replaced on (B)(6) 2018. The patient tolerated the procedure well and was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.